Event description:
It was reported that ongoing, intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to customers blood glucose level. The customer reverted to an alternate method of insulin therapy.